Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and a seizure. The cause of low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with consumption of carbohydrates, and an unknown treatment during hospitalization. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved; however, reportedly, customer became slightly cognitively impaired. Although requested by tandem technical support (cts), customer declined to upload data for review. Customer's heath care provider instructed customer to no longer use pump for insulin therapy.